Event description:
The patient had an iab catheter inserted into the left femoral artery. The pump started alarming air leak. All the lines and connections were checked for disconnections and none were found. A scant amount of blood was found in the tube. It was believed that the balloon had ruptured. The pump was put on standby and cardiothoracic (CT) surgery was immediately paged. A physician assistant-cardio (pa-c) soon came to the floor and was made aware of the situation. The iab catheter was then removed. Vital signs remained stable with the patient in no apparent distress.